Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device initiated backup vvi. The device was not used.

Event description:
New information notes that the patient used an electric blanket and caused the device to go into vvi backup mode. The patient presented to the clinic and the device was programed back to the original settings. The patient left the clinic in good condition with everything back to normal.